Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a dysuria/ureter procedure the tether of a endo-sof aq double pigtail stent set was broken when the stent was inserted into the patient's body. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation: a visual examination of the returned device was conducted. A review of complaint history, the device history record, quality control data and specifications was also performed. One open package labeled rpn dpscs-060026-aq-r, label lot 5747829 was returned. The stent was returned without the tether and positioner. Visual inspection of stent demonstrated no tears, splits or other damage, no manufacturing anomalies were observed on the device. The stent did not display any evidence of bodily fluids that would indicate patient contact. The stent is manufactured with a braided material, 4-0 green tevdek suture to aid in stent removal. The tether suture was not returned. A review of the device history record found there were no non-conformance issues associated to the reported failure mode. A review of complaint history for this product/lot number combination revealed this complaint to be the only complaint associated with lot number 5747829. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information the cause for the reported issue cannot be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. A visual examination of the returned device was conducted. A review of complaint history, the device history record, quality control data and specifications was also performed. One open package labeled rpn dpscs-060026-aq-r, label lot 5747829 was returned. The stent was returned without the tether and positioner. Visual inspection of stent demonstrated no tears, splits or other damage, no manufacturing anomalies were observed on the device. The stent did not display any evidence of bodily fluids that would indicate patient contact. The stent is manufactured with a braided material, 4-0 green tevdek suture to aid in stent removal. The tether suture was not returned. A review of the device history record found there were no non-conformance issues associated to the reported failure mode. A review of complaint history for this product/lot number combination revealed this complaint to be the only complaint associated with lot number 5747829. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information the cause for the reported issue cannot be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.